Event description:
The initial complaint was reviewed and found to be a duplicate of another reported complaint, (B)(4). This device is captured on manufacturer report number 8030965-2021-03129.

Manufacturer narrative:
Event year is reported as 2021; however exact date of event is unknown. 510k: this report is for an unknown locking set screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent a corrective procedure due to broken screws, and broken vertebral matrix fixator. The patient had surgical intervention of the l4-l5-s1 arthrodesis with torsion breakage, suspension bars and imprint. It is unknown if the removal procedure was completed successfully. The patient outcome is unknown. This report is for (1) unknown matrix fixator. This report is 3 of 3 for (B)(4).